Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging that the patient experienced low blood glucose (bg) of 27 mg/dl with shaking and sweating two nights prior. The patient's reported low bg was successfully treated with juice and food intake with the bg responding to within normal range 30-45 minutes after eating. The reporter stated that patient is new to insulin pump therapy (ipt) and the patient's bg has been erratic since beginning ipt in (B)(6) 2013. The patient has not been seen by the healthcare provider since beginning ipt. Animas customer technical support was unable to perform troubleshooting on the pump because it was not available to the reporter at the time of the call to animas. Acts made several attempts to follow up with the report to perform troubleshooting; however, the reporter did not reply. This complaint is being reported because the patient experience hypoglycemia while on insulin pump therapy without a known cause.